Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead was connected to the head of the device and the setscrew was tightened. When the physician performed the pull test, the atrial lead came out without resistance. The setscrew was untightened and attempted to be tightened and the screwdriver could not get a grip on the setscrew. The setscrew may have been stripped at this point. Later, the setscrew fell out of the sterile area and was lost. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.